Manufacturer narrative:
Additional catalog/lot numbers - 4.0 variable screw - 14-521614/221550, 4.0 variable screw - 14-521614/598080, 4.0 variable screw - 14-521614/336970, 4.0 variable screw - 14-521614/835180, 4.0 variable screw - 14-521614/566040.

Event description:
It was reported that a ring on the plate had rotated and separated from the plate. Patient outcome: the report indicates that the patient had a successful surgery. No adverse effects have been reported as a result of this event.